Event description:
The following problem was discovered by philips medical systems-CT (pms-CT) on a brilliance 16 and 64-slice CT. An MDR was filed by pms-c for this issue (MFR. Report #1525965-2008-00018). Problem details: the transducer used for the pulmonary gating kit of the CT sub-system seems to be relaying inaccurate signals in the bellows system. This could result in an image being displayed with an incorrect phase of the respiratory cycle which may then be used to judge treatment area.

Manufacturer narrative:
A malfunction was discovered during use, but did not affect pt treatment or outcome. After further eval, it was determined that the air leak within the bellows transducer cylinder of the device may cause a 10% phase shift in respiratory-grated imaging. The 10% phase shift would typically result in a tumor position displacement of 2 - 3 mm. However, this error would be within the margin that is added to the tumor volume to account for various inaccuracies. Since pet systems currently have the functionality of prospective gating with a 20% window, it would cover the 10% phase shift if this issue were to occur. That is, the correct image would still be displayed.